Event description:
It was reported that after pre-dilatation, intravascular ultrasound was performed. The promus balloon was inflated to 9 atmospheres (atm) and 14 atm, and the promus stent was successfully implanted. When deflation was attempted, the balloon slowly deflated, taking more than 30 seconds to deflate completely. During pre-dilatation, there was no issue with the inflation device. No patient effects were reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted crystallized contrast in the inflation lumen and balloon, which is consistent with preparation. The balloon was deflated flat. Factors that may contribute to the difficulty to deflate an sds include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The overall catheter length was measured and met manufacturing criteria. A new indeflator filled with renografin 60 diluted 1:1 with water was used in an attempt to pressurize the balloon to the rated burst pressure (rbp) then measure the deflation times but the balloon could not be pressurized due to the crystallized contrast. The sds was left pressurized in a warm water bath overnight to dissolve the contrast. After the contrast was dissolved, the deflation times were measured and met manufacturing criteria. It is likely that the contrast mix ratio may not have been properly diluted and could have contributed to the deflation difficulties. Contrast that is more concentrated can lead to slower deflation. It is specified in the instructions for use materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. It was noted during the returned device functional testing that the balloon deflated flat. A flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. All stent delivery systems are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5 x 15 mm signet pro; guide wire: fielder; guide cath: 5f heartrail jl 3.5. The device is expected to be returned for evaluation. It has not yet been received.